Event description:
It was reported that shortly after implant the right ventricular (rv) lead had increased thresholds and no capture with potential perforation. The lead was explatned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.